Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned. The insulation was abraded at 8.3 cm to 10.2 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(4).

Event description:
It was reported that the patient developed a pocket erosion. The lead was explanted and replaced.